Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving three separate products; associated MDR #1225714-2014-01589.